Manufacturer narrative:
Additional information: d9, h3 plant investigation: a dialyzer from the reported lot was returned to the manufacturer for physical evaluation. The sample was subjected to a bubble point leak test. No leak was detected, possibly due to coagulated blood present within the header caps. The dialyzer was then subjected to destructive disassembly for further visual examination. Upon extraction of the fiber bundle, a kinked and looped fiber was identified at approximately 0°, with the dialysate ports situated at 0°, on the cavity ID end. There was no other damage or irregularities noted on the returned sample. The reported issue is confirmed. The probable causes for this failure occur are related to the handling of the fiber bundle during production and during the insertion process of the fiber bundle into the dialyzer housing. A production records review was performed on the reported lot. An investigation of the device history records (DHR) was conducted by the manufacturer. There were multiple approved temporary deviation notices (dn) and one nonconformance (nc) reported on the lot which were unrelated to the complaint event. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lot met all release criteria. Continuous improvement is of the utmost importance to fresenius medical care as we strive to provide dialysis products of the highest quality to our patients. Reports of leaking product are investigated both individually as complaints, as well as via the nc/CAPA program, in order to assess and improve our products and processes. Capas for vision systems and blood leak reduction are recent examples of leak related investigations directed at an overall reduction in dialyzer leaks.

Event description:
A user facility charge nurse reported that a dialyzer blood leak occurred during the patient¿s hemodialysis (hd) treatment. The reported issue occurred approximately 3h36 minutes into the patient's (4-hour) hd treatment. The blood leak was noted as being an internal blood leak. The leak was visually observed as a spot within the dialyzer. The machine, a fresenius 2008t machine, alarmed appropriately with a blood leak alarm. Blood leak test strips were used and tested negative for the presence of blood. There was no defect or damage noted on the dialyzer. The patient¿s estimated blood loss (ebl) was approximately 250 ml. There was no patient injury or medical intervention required as a result of this event. The patient's treatment ended for the day. The complaint device was reported to be available to be returned to the manufacturer for evaluation.

Manufacturer narrative:
Correction: d10 (therapy dates).

Event description:
A user facility charge nurse reported that a dialyzer blood leak occurred during the patient¿s hemodialysis (hd) treatment. The reported issue occurred approximately 3h36 minutes into the patient's (4-hour) hd treatment. The blood leak was noted as being an internal blood leak. The leak was visually observed as a spot within the dialyzer. The machine, a fresenius 2008t machine, alarmed appropriately with a blood leak alarm. Blood leak test strips were used and tested negative for the presence of blood. There was no defect or damage noted on the dialyzer. The patient¿s estimated blood loss (ebl) was approximately 250 ml. There was no patient injury or medical intervention required as a result of this event. The patient's treatment ended for the day. The complaint device was reported to be available to be returned to the manufacturer for evaluation.

Event description:
A user facility charge nurse reported that a dialyzer blood leak occurred during the patient¿s hemodialysis (hd) treatment. The reported issue occurred approximately 3h36 minutes into the patient's (4-hour) hd treatment. The blood leak was noted as being an internal blood leak. The leak was visually observed as a spot within the dialyzer. The machine, a fresenius 2008t machine, alarmed appropriately with a blood leak alarm. Blood leak test strips were used and tested negative for the presence of blood. There was no defect or damage noted on the dialyzer. The patient¿s estimated blood loss (ebl) was approximately 250 ml. There was no patient injury or medical intervention required as a result of this event. The patient's treatment ended for the day. The complaint device was reported to be available to be returned to the manufacturer for evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.